Event description:
Caller reported that insulin gauge displayed amount different than expected earlier in the day. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller to call back for troubleshooting if they experienced an active fill estimate issue, and the caller acknowledged.